Event description:
Customer reported an issue with having to adjust the charging cord to charge the pump. There was no adverse impact to the customer's blood glucose level. No further details were available as the customer declined further communication with technical support.